Event description:
One blood leak occurred at the 10th reuse time. The total blood loss is approx. 150cc, since the blood was not returned to the pt. The pt is well and no medical treatment was given to the pt. Other 2 cases of leak were reported from this facility.